Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the left side frame is cracked where the back cane mounts to it.

Manufacturer narrative:
The device was returned and evaluated which found the unit to have corrosion and scratches on the front, lower, and upright frame tubes. Axel lugs were scratched and worn. Top hinge pin was scratched. The upright frame tube was cracked at the top and corrosion was present inside the tube.

Event description:
Dealer states the left side frame is cracked where the back cane mounts to it.